Manufacturer narrative:
D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. D2b. Medical device type: there were multiple medical device types reported to be involved. The information for the additional device type is as follows: jka. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k213670, k231373. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was erroneous hba1c results on two devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary : bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Bd was unable to duplicate the customer¿s indicated failure mode (erroneous results-hba1c) because the lot number is unknown. The affected lot(s) must be specified in order to perform clinical testing. Additionally the customer indicated the issue of 2 high hba1c results was due to the health professional not mixing the specimen adequately following collection. The bd instructions for use (IFU) state "for proper additive performance, immediately and gently invert edta tubes 8¿10 times. Do not shake. Vigorous mixing may cause foaming or hemolysis. In tubes with anticoagulants, inadequate or delayed mixing may result in platelet clumping, clotting and/or incorrect test results." This complaint is unable to be confirmed for the indicated failure erroneous results-hba1c. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes there was erroneous hba1c results on two devices. No adverse impact was reported regarding the patient or user.